Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal / implant separation was found to be anatomy related due to severe aortic remodeling. Inadequate stent overlap was also a likely cause of the implant separation. It was unclear as to why an aortic uni-iliac stent with fem-fem bypass was included in the repair approach. The final patient disposition was discharged home in stable condition on the fifth post-operative day with home oxygen. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: removed - (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated, and a vela infrarenal and suprarenal stent graft was implanted to treat an abdominal aortic aneurysm. The 3.4 yr post-operative follow-up showed the presence of a type iiib endoleak. A re-intervention was performed where the afx stent graft was relined with another device and an aui with right to left fem was performed. The patient is reported as doing well post re-intervention. As of the date of this report, there have been no additional patient sequelae reported.